Event description:
Client was being transported to room from the bathroom when the left wheel broke off at the weld joint. The wheelchair flipped over on its left side trapping the client's left leg under the weight of "their body the wheelchair."